Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Additionally, the investigation confirmed the presence of vertical stripes on the image. However, a definitive root cause could not be determined olympus will continue to monitor field performance for this device. Updated fields: h3, h6, h11

Event description:
No new information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device image exhibits snowflakes. This issue occurred during reprocessing. There were no reports of patient involvement.